Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that evidence of moisture ingress was observed behind the display lens. In addition, it was reported that there was no physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/08/2015 with the following findings: there was no evidence of moisture ingress found behind the display lens or on the inside of the battery compartment. The battery compartment was observed to be cracked in the areas above and below the grip pad. The pump case was found to be cracked near the upper right corner of the display. The pump failed a leak test due to leaks at the battery compartment and display lens; this device failure caused the reported issue. The pump case was removed, and evidence of moisture ingress was found on internal components: the reported issue was confirmed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.